Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing charging issues with the ipg after she was scanned with the wand in the airport. The patient underwent a procedure wherein the ipg was replaced and upgraded. It was the physician¿s decision to upgrade. No device malfunction suspected. The patient was reportedly doing well postoperatively.